Manufacturer narrative:
There are two leads mentioned in the paperwork however it is unclear at this time if they are medtronic leads. They are both reported to have caused diaphragmatic stimulation and both were reprogrammed. They are both being reported as medtronic without serial numbers. If additional information is obtained about these leads a supplemental MDR will be created. Without a lot number or lead serial number, the manufacturing date cannot be determined. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient experienced abdominal pain and was admitted to the hospital. The physician suspected diaphragmatic stimulation and adjusted the left and right ventricular lead outputs. The pain persisted. An x-ray was taken and the leads were found to be in good position. The patient died shortly after this episode of an unknown cause. Cause of death has been requested and not received.